Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected from the titanium adapter which resulted in a fluid leak. This event occurred while the transfer set was connected to the patient; however, it was unspecified if this occurred during pd therapy. To resolve the issue, the transfer set was replaced. There was no allegation against the titanium adapter, and it was not replaced. The patient was treated with prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.